Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the suture was broken. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified. H6: component code: g07002 pending device evaluation. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: it was reported that two sutures were broken, when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. During use on the patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm: did the 3 suture needle pull offs occur prior to use on the patient? Did any of the 3 suture needle pull offs occur during use on the patient? If yes, please provide quantity.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/24/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. A winding former, a suture piece used, and a detached needle were received for analysis. During the visual inspection of the needle, the swage and attachment area were noted as expected, the barrel hole of the needle was examined under magnification, and remnant suture was noted. The suture were examined, and the ends were observed to be broken and cut. This type of detachment mode is most likely related to improper tipping, as the suture is breaking away from the swage area. In addition, a photograph was provided showing two formed windings, two sutures, and a detached needle unused. Based on the information currently available, a damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. H3 investigational summary: the product was returned to ethicon for evaluation. Thirty-one unopened samples were received for analysis. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The following information was requested, but unavailable: please confirm: did the 3 suture needle pull offs occur prior to use on the patient? Did any of the 3 suture needle pull offs occur during use on the patient? If yes, please provide quantity. --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.